Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports blood is leaking from the tubing.

Manufacturer narrative:
Additional information was received on (B)(6) 2016. The catheter was implanted on (B)(6) 2016. The extension tubing was leaking blood at the connection just above the clamp. The catheter was removed and replaced. There was no patient harm as a result, just removed and replaced catheter.

Manufacturer narrative:
Submit date: 11/29/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and a cut was found in the arterial extension. An underwater test was performed and a leak was found from the arterial extension. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it is crushed, cracked, cut or otherwise damaged. Clamping the catheter repeatedly in the same spot could weaken the tubing. Exercise caution when using sharp instruments near the catheter. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes, or cuts which could impair its performance. A possible root cause can be due to the use of sharp objects. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. A corrective action is not required at this time. This complaint will be used for tracking and trending purposes.